Event description:
It was reported that the 9800 system had horizontal lines on both monitors prior to a case and at one time, had mixed images in the image directory. Also found system would not boot during a first time boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the high voltage cable assembly, hard drive and installed a single board computer kit. He also replaced the image processor pcb. The system operates as intended.